Event description:
A customer contacted baxter technical services (bts) regarding assistance with ending therapy during fill 1 on the homechoice machine (hc). The caregiver (cg) stated the heater line appears cracked. The technical service representative (tsr) advised the cg to start over with new supplies. The home patient (hp) was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a damaged set was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.